Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the right atrial (ra) lead had dislodged. During repositioning, the physician accidentally cut the lead and the lead was explanted and replaced. No patient complications have been reported as a result of this event.